Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The f-73 alarm occurred during functional testing of the device. The cause of the f-73 alarm was determined to be loose motor couplings. To correct the condition, the screws were set and tightened. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump presented the f-73 alarm. There was no patient involvement. No additional information is available.